Event description:
It was reported that the patient was scheduled to undergo surgery on (B)(6) 2011 due to a "thoracic wound infection." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).